Manufacturer narrative:
Article citation: nicz pfg, melo phmc, brito phf, et al. Percutaneous transseptal bioprosthetic implantation in failed prosthetic surgical mitral valve - brazilian multicenter experience [published online ahead of print, 2020 may 29]. Implante percutâneo transeptal de bioprótese em disfunção de prótese valvar cirúrgica mitral ¿ experiência multicêntrica brasileira [published online ahead of print, 2020 may 29]. Arq bras cardiol. 2020;s0066-782x2020005008201. Doi:10.36660/abc.20190252. The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) review could not be performed as the serial number is unknown. Attempts to retrieve additional information were unsuccessful. If additional information is received a supplemental MDR will be submitted. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Svd, a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The clinical observation was confirmed. The cause of the event cannot be determined; however, patient factors and progression of underlying valvular disease pathology may have contributed to the event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. Refer to MDR report numbers 2015691-2020-12376, 2015691-2020-12373, and 2015691-2020-12377 for additional events associated with this article.

Event description:
Through review of medical article "percutaneous transseptal bioprosthetic implantation in failed prosthetic surgical mitral valve ¿ brazilian multicenter experience." [Patient 13] a patient with a 29mm valve implanted in the mitral position underwent a valve-in-valve procedure after an implant duration of approximately 10 years due to stenosis (mean gradient 8mmhg) a 29mm transcatheter valve was implanted within the surgical valve using the transseptal approach.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA: 20-00141.